Event description:
It was reported that a spectrum infusion pump had a speaker issue during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , speaker was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be rear case is damaged with speaker hanging loose causing muffled audio. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.